Manufacturer narrative:
Information not provided. Information not provided. Information not provided. Consumer experienced the loss of a filling. The serial number of the toothbrush handle was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the toothbrush handle not being returned.

Event description:
Consumer called stating that they lost a filling directly after brushing with their power toothbrush. They also stated that this was the fourth filling that they have lost since the purchase of their power toothbrush.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.